Manufacturer narrative:
The device was returned and the complaint of overheating could not be duplicated. Maintenance was performed on the device and it was returned to the customer.

Event description:
It was reported that the device was overheating. Attempts are being made to collect additional info from the account surrounding this event.